Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the setscrew would not align with port in header and could not be tightened. An alternate implantable cardioverter defibrillator (ICD) was placed. No patient complications have been reported as a result of this event.